Manufacturer narrative:
D10 concomitant products: gia80mts, stapler gia80mts med thick tristp (lot#:n4h1923uy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a colectomy procedure, the user was able to staple the small bowel and duodenum without any problems using two cartridges. However, when the device was used on the stomach, the clamp cut the tissue, but it did not staple. When the forceps were removed, the surgeon noticed that the stomach was open. To resolve the issue, manual suturing was done.